Event description:
Pt was post-op with an epidural for pain control. The catheter was inserted in 2000. It was discontinued and removed by an rn 5 days later. Upon removal, the rn inspected the catheter and noticed that the blue tip of epidural catheter was missing. The physician did not attempt removal. The pt was informed.